Manufacturer narrative:
The device was rejected at the surgery due to unsuccessful insertion of the electrode lead. Aside from damage sustained during attempted implantation, no other anomalies were identified with the returned device. (B)(4).

Event description:
Per the clinic, during a bilateral implantation surgery the surgeon experienced difficulties during insertion, resulting in a tip fold-over of the electrode array. Subsequently, the device was removed and a backup implant was utilized. Prior to insertion of the backup device, the surgeon noted that the patient's anatomy could contribute to a difficult insertion; the patient's basel turn was not in a clear trajectory due to the location of the crista ampullaris within the inner ear. Subsequently, the surgeon opted to marginalize insertion by using a linvatec drill; however, the requested drill was not available at the hospital. As a result, a drill from a neighbouring hospital was transported in order to complete the surgery. Due to administrative issues and unforeseen inclement weather conditions, the surgery time was extended by 4 hours due to the transportation of the drill, resulting in an 11.5 hour surgery time. The patient was successfully implanted with the back-up device.